Event description:
It was reported that the wrong priming dose was programmed into the pump following pump implant on (B)(6) 2014. The error resulted in a 0.1ml (160mcg) overdose of baclofen. The patient became over-sedated in recovery and required an additional night stay in the hospital for observation and treatment. The patient also experienced altered mental status. It was noted that the programming had been checked by the manufacturer representative as well as the physician prior to updating the pump; however, the addition error was not caught. Once the issue was discovered, the pump was reprogrammed by the physician. The patient was discharged home on (B)(6) 2014 and the status at the time of the report was alive with no injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).